Event description:
Doctor reported that file separated in canal during procedure. Patient is scheduled for follow-up treatment. There was no report of patient injury.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number is unknown for retained-product testing and/or DHR review. Therefore, no further testing is possible. A follow-up report will be submitted if additional information regarding the patient's outcome is reported.